Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead displayed oversensing. There was a concern that the lead had moved. The local boston scientific field representative (fr) indicated that, due to the patient's age, no follow up was to be performed. The patient was to continue being seen every six months in clinic for routine follow up. There were no adverse patient effects reported. The lead remains in service.